Manufacturer narrative:
Lead model 3093-28, lot #v536342, implanted: (B)(6) 2010, explanted: (B)(6) 2011; programmer model 3037, serial #(B)(4).

Event description:
It was reported the system was working "perfectly," but then the patient fell and the system had to be replaced. No further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.